Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. It was reported that the pump time was incorrect, cause was unknown, and customer's settings requiring adjustments. Customer drank juice to address bg level. During troubleshooting with tandem technical support, the customer corrected the time and adjusted settings and resumed insulin therapy.